Event description:
A ventilator was returned to the MFR for preventive maintenance. No harm or injury was reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The ventilator's sensor board was replaced to address this issue. An issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.